Event description:
It was further reported that the issue was thought to be due to oral opioid "misuse."

Event description:
It was reported the patient experienced an altered mental status and fever. The event was noted to be ongoing. The severity was mild. The patient was admitted for observation on (B)(6) 2013 and resulted in in-patient or prolonged hospitalization. The therapy was suspended on (B)(6) 2013. The etiology was pre-existing condition, worsening or exacerbation. It was unlikely related to device, therapy or implant procedure. The pump was delivering morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).